Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported tube crack, but identified a pump activation issue. Review of the manufacturing documentation confirmed the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported hole in the pump connecting tube; however, product analysis identified a pump functional test failure. The pump failed the activation test which would directly affect the overall functionality of the device as the reported events of mechanical issue and therefore be the most probable cause of the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not function well and the patient visited the hospital two weeks before surgery. Inspection of the device during surgery revealed cracks in the pump connecting tube. The cause of the pump connecting tube crack was not detailed by the hospital. The patient had a stable outcome following the surgery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not function well and the patient visited the hospital two weeks before surgery. Inspection of the device during surgery revealed cracks in the pump connecting tube. The cause of the pump connecting tube crack was not detailed by the hospital. The patient had a stable outcome following the surgery.